Event description:
Right side motor is allegedly leaking. No injury is alleged.

Manufacturer narrative:
(B)(4). Follow-up #001 - initial pr# (B)(4) issued mfg report #1525712-2011-01135. The device component, motor, model #1162492, serial #(B)(4) and date code (B)(4) was returned for an evaluation. The motor was verified as leaking grease. The risk associated with failures of this type was evaluated under risk analysis 1. The risk was determined to be at an acceptable level. This incident does not impact that assessment. This malfunction is considered a reliability issue that is not likely to cause harm to the user and has been addressed by engineering. Quality reports for corrective actions have been put in place and are effective in eliminating the leaking grease condition. Device complaint history was reviewed. No serious injury complaints from leaking grease. No RMA has been initiated for this issue. Model m51pr serial number/date code (B)(4) is approximately 5 months old. The user manual part number 1125085 rev j (oct-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male whose age and height are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Right side motor is allegedly leaking. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51pr serial number/date code (B)(4) is approximately 5 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male whose age and height are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.